Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device alarmed intermittent close door message. Evaluation was able to power on the device and run an infusion with no discrepancies. A review of the event history log revealed "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be link out of adjustment. The link will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed intermittently close door. No additional information is available.